Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a failed motor (flex). Eval also found severed motor mount screws that may have contributed to the reported symptom. The failed motor assembly, mount screws, bearings, gears, and bottom plate were replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.